Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician observed residue adhering to the switch unit, and the air water channel contained white residue. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device; however, the type of material or root cause cannot be identified. The residue adhering to the switch unit, and the air water channel contained white residue is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.